Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No findings possible, as the site has declined further service/troubleshooting. No parts have been replaced, and no on-site inspection has taken place.

Event description:
A medtronic representative reported that the imaging system charger board 2 was damaged and not have any voltage output. There was no patient present when this issue was identified. No additional details were provided.